Event description:
A nurse reported that the patient was dilated, the doctor was draping, but surgery had not started yet. The unit displayed error messages after handpiece prime and tune, and would not reboot without them. The case on the table and the other six cases scheduled were cancelled. All cases are rescheduled. The nurse stated there was no impact to patient's. No samples were returning for evaluation. The nurse requested that the company rep be on site for the rescheduled surgeries.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress.